Event description:
Customer reported that the blunt needle used to draw up protonix vial pieces of rubber stopper were later seen inside the syringe . Potentially infused into the patient rubber stopper left in the syringe retained as well as the vials and needles.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. No septum fragments were identified during the performance of the fragmentation test for medical needles in accordance with iso 7864:2016, annex b. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.